Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that driver fractured placing a crown on a zimmer implant. The hexalobular screwdriver broke into two pieces by the tip while the doctor was tightening it by hand. No impact on the patient was reported. Implant was not affected.